Event description:
Patient was identified with anterior stemi (st-segment elevation myocardial infarction). Went to catheter lab for intervention. Two des (drug-eluting stents) placed. Patient to cardiovascular recovery and within minutes had hypotension. Echo done. Patient identified with right thigh hematoma, and significant retroperitoneal bleeding. Patient was on integrilin (additional therapy noted above) emergently taken to or (operating room) for repair of femoral artery w/ bovine patch at location of angioseal. Multiple significant sequela r/t bleed. Patient critical with poor prognosis.